Manufacturer narrative:
Merge healthcare corrected a software deficiency in which a completed reference lab test result was not being processed in merge lis because the unit of measure that the reference lab defined for the test contained an apostrophe. Merge determined that there was a deficiency in the lis software when handling special characters in the result data. Modifications to the software were implemented to properly manage a special character such as an apostrophe. The code deficiency was corrected in merge lis software version 4.2 released july 9, 2018. Merge lis v. 4.2 release notes documents that this issue is resolved under release 4.2, resolved issues section, ID (B)(6). Revised information contained in this supplement report includes the following: d3: updated manufacturer contact name. G1-2: updated office contact name. G4: date new information received by manufacturer (corrected software release date). G7: indication that this is follow-up report 001. H1: indicated that type of reportable event is a malfunction. H2: indication that the follow-up type is additional information. H10: indication that additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
An internal investigation was performed. Merge healthcare determined that there was a deficiency in the merge lis software when handling special characters in the result data. Should a reference lab send a result with a unit of measure that contains a special character such as an apostrophe, the result may not be processed as expected in merge lis and may not be included on the patient report. It should be noted that it is unlikely that a reference lab's result data contain a special character such as apostrophe. Through merge's discussions with other reference lab's, no other test results have been identified that contained an apostrophe in their unit of measure. If the customer determines that a lab test has not been processed in merge lis, the customer can contact the reference lab and have the reference lab send the results to the required recipients without the use of the lis. Additionally, most reference labs offer patient/provider portals in which the provider can view/retrieve patient results.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On may 31,2017, merge healthcare identified that results received from the reference lab were not being processed in merge lis for a single test, and therefore, were not appearing on a "test" patient report. This was not a test ordered by merge lis but rather an observation from the reference lab passed to merge lis as a test result comment. The issue was identified by a merge lis implementation specialist while validating a new reference lab interface at a customer site. Merge healthcare investigated and determined that a completed reference lab test result was not being processed in merge lis because the unit of measure that the reference lab defined for this test contained an apostrophe. A deficiency in the merge lis software does not allow merge to process a unit of measure with an apostrophe, and therefore, the test result was not reported. The issue is not apparent to the user as other test results appear final in merge lis. To resolve the issue, the reference lab removed the apostrophe from the unit of measure for the test result. Merge lis was then able to successfully process and report the result. The reference lab also confirmed that they removed the apostrophe permanently from the units of measure and that no other test results are defined with units of measure that include a special character such as an apostrophe. With merge lis not processing reference lab results as expected, there is a potential for a delay in treatment or diagnosis which could lead to harm; however, there was no direct patient impact or serious harm reported in this case as the account was not live with the reference lab interface but still in the validation process. Reference complaint number (B)(4).